Event description:
It was reported that during a follow-up routine for a convective radiofrequency water vapor thermal therapy procedure, six months post procedure, urinary incontinence requiring three pads has persisted, and cystoscopy findings suggested possible atrophy of the right external urethral sphincter. Loss of ejaculatory volume has also been reported.